Manufacturer narrative:
(B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Batch records review was performed by complaint investigator for the affected lots. A total of three (3) lots number were verified to confirm if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented in the batch record review supports that there were no discrepancies related to the issue reported. Process description: the dressings are indexed to the sealing station where heat and pressure are applied to seal the backing paper. The dressings are cut into individual units. Units are manually inspected, counted, and stacked on a conveyor to take them to the packing area. The manufacturing line is inspected for contamination risks from the product. History data review: query was run in complaint system by complaint investigator from (B)(6) 2019 up to (B)(6) 2021, to determine a trend of failure mode, three (3) complaints were identified and will be covered in this investigation. A non-nonconformance report was identified in two (2) years period. No scars have been generated to supplier regarding to the reported problem. Risk analysis: the actual severity of the complaints reported is 4. No harm reported. The complaint as described has been reviewed and does not represent a threat to public safety and therefore does not warrant a 5-day or 30-day report to the FDA per 21 cfr part 803. In addition, there is no violation to any regulatory requirement, therefore, there is no risk to continued business and regulatory compliance. Conclusion: based on the results of the preliminary investigation, no harm was reported from any of the complainant, photo is available for evaluation, no samples are available for testing. As photo evaluation, this complaint reported have been confirmed. Nevertheless, the reported particle corresponds to a piece of paper used during the dress manufacturing process, this is a part detached from the paper heat seal sap number used during the dressing cutting process. Another complaint was identified related to the reported problem. No additional action is required, due to, no trend has been identified according to the preliminary investigation. Batch record review do not show nonconformance related to the manufacturing and packaging process. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that foreign matter was mixed in the individual packaging. The product was not used on patient. No photo is available at this time.